Manufacturer narrative:
Other: pain. Implant date: only month and year valid. Date of implant can be (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with kyphosis and spinal canal stenosis. Hence, on (B)(6) 2019, he underwent oblique lateral interbody fusion at l2-l5 followed by posterior fixation at l2-s2sai on (B)(6) 2019. Reportedly, patient's bone quality was weak. No problems were observed in the x-ray that was performed one week after the operation. However, later in oct, the patient complained of pain in lower back. So, on (B)(6) 2019, during a follow-up visit, an x-ray was performed, which revealed that the screw implanted on the cranial side of l2 loosened. X-rays also showed the cage implanted at l2-l3 backed out for about 15 mm. Allegedly, the patient's issue has not been resolved, but no revision surgery has been scheduled yet.